Event description:
It was reported via a call from the intensive care unit registered nurse to the clinical support specialist (css) at 2:16 pm central (3:16 pm eastern) because the 6 inch tubing that connects the central lumen to the transducer tubing had broken leaving the male connection stuck in the central lumen. Indications for use: semi 3 vessel disease, coronary artery bypass graft. When the css spoke with the registered nurse, the registered nurse wanted to know what they should do since the connection was stuck in the central lumen. They are currently using the fiberoptix sensor (fos) waveform for timing and the intra-aortic balloon pump (iabp) is functioning appropriately. The registered nurse stated that they noted that the dressing on the right femoral artery site was "saturated", but not with blood. When they removed the dressing they found that the connection to the central lumen was broken and the male piece was stuck in the central lumen. There was no blood coming out of the central lumen, but they could not get the piece out of the central lumen. They "capped" off the central lumen and placed a dressing over the end of the central lumen. The css explained that piece would not travel up the central lumen so there was concern about it getting to the patient. Since there was no blood dripping out of the central lumen, most likely the central lumen was now clotted since there was no continuous infusion to keep it patent. As long as they continued to have the fos arterial waveform, the pump would continue to function. If they lost the fos waveform, they would need to have the physician place another arterial line either radial or femoral for the pump to use for timing. The patient is stable at this time and the pump is functioning appropriately in autopilot mode. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is stable. It was noted that there was no pump alarms, additional information received on (B)(4) 2013 stated that the sales representative met with the nurse manager who was taking care of the patient. The intra-aortic balloon (iab) was inserted on (B)(6) 2013 while in the cath lab the day before the hotline call. The patient went to the operating room (or) the next day. About six hours or so after the patient came back from the operating room, the nurse saw that the bed was wet and that the short piece of tubing / stopcock connected to the central lumen was cracked and leaking. Upon further examination, the male piece inside the threaded lock was broken off and stuck in the central lumen. They were able to dig it out with clamps. The components were not saved. They took the short piece of tubing off and connected the central lumen directly to the rest of the transducer tubing; therapy was never interrupted. While they were troubleshooting this, the fos iab was providing the arterial pressure (ap) waveform to the iabp. It took about five minutes to troubleshoot without interruption of pumping. Per the nurse manager, the patient did expire, but this was not related to the incident. The patient had multiple issues, multiple codes, etc.

Manufacturer narrative:
(B)(4).